Manufacturer narrative:
Citation: h. Takano, et al. Severe tricuspid regurgitation after mitral valve surgery: the risk factors and results of the aggressive application of prophylactic tricuspid valve repair. Surg today (2017) 47:445¿456. Doi: 10.1007/s00595-016-1395-4 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding severe tricuspid regurgitation after mitral valve surgery: the risk factors and results of the aggressive application of prophylactic tricuspid valve repair. All data were collected from a single center between 1987 and 2006. The study population included 125 patients (predominantly female, mean age 58 years), seven of which were implanted with medtronic duran ring (serial numbers not provided). Among all patients 38 late deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate and severe tricuspid regurgitation, tricuspid valve annuloplasty. Based on the available information, these adverse events may have been attributed to medtronic product.